Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that in the case there was a replacement surgery performed by the surgeon. They took the primary cell out and implanted a rechargeable device. At that time, the facility never did intra-operative impedance checks so after the surgery, at the patient's post-op reprogramming appointment, it was found that the patient had open circuits on one side. The next day when the patient was programmed by the nurse practitioner, the open circuits were found on one side. However, the patient's symptoms had subsided and the patient was doing very well. The doctor replaced the device back to a primary cell and sent the rechargeable device back to the manufacturer for analysis. It was further reported that the patient went to the operating room for a depleted implantable neurostimulator (ins). The ins battery had failed and malfunctioned so the patient had to go back to the operating room for a second time two days later to have the ins replaced. It was indicated that the device had not done what it was supposed to do. The patient is right handed and had severe medically intractable dystonia. Information previously reported in MFR. Report #3007566237-2015-02758 refers to this patient/event.

Event description:
It was reported that since the patient¿s implantable neurostimulator (ins) was replaced, their dystonia symptoms had been worsening. During the ins replacement, the healthcare professional (hcp) felt resistance when trying to put the extension into the bottom port in the connector block. The hcp backed out the set screw a little and they were able to successfully insert the extension, but they still felt some resistance. An impedance check showed that all impedances on the right hemisphere were greater than 40,000 ohms except everything with contact eight. The following electrode pairs had impedances greater than 40000 ohms: c-9, c-10, c-11, 8-9, 8-10, 8-11, 9-10, 9-11, and 10-11. The patient had a revision on (B)(6) 2015 to disconnect, clean, and reconnect the extension to the bottom port of the ins. After this was done and the ins was placed in the pocket, impedances were measured again. Some electrode combinations came down from over 40,000 ohms, but some were still high. Impedances were measured to be the following: c-9 = 36500, c-10 = 19377, c-11 = 39778, 8-9 = 37380, 8-10 = 20950 and 8-11, 9-10, 9-11, and 10-11 were greater than 40000 ohms. The hcp felt the impedances were too high so the ins was replaced. After replacing the ins, impedances on all combinations in both hemispheres were okay. After surgery, the patient was feeling better and getting okay therapy. There was no patient injury or death and the patient had recovered without sequela.

Manufacturer narrative:
During analysis, a known good extension was inserted and withdrawn 3 times into both connector ports. The specification for insertion and withdrawal is =1.75 lbs. Results for port #0-7: insertion = 1.17, 1.25, & 1.52 lbs; withdrawal = 0.45, 0.62, & 0.61 lbs. Results for port #8-15: insertion = 1.35, 1.24, & 1.12 lbs; withdrawal = 0.54, 0.59, & 0.37 lbs.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v801518, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v865889, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37651, serial # (B)(4), product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.